Manufacturer narrative:
Investigation summary: it was reported the needles do not allow fluid to pass through. To aid in the investigation, one hundred samples in sealed packaging blisters were received for evaluation by our quality team. Thirty-two samples were randomly selected for evaluation. A visual inspection was performed and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. The selected samples all expelled the solution with the normal flow. A device history record review was completed for provided material number: 305136, lot number: 2056770. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the sample analysis the symptom reported by the customer could not be confirmed, and a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that several bd precisionglide¿ needles was clogged. The following information was provided by the initial reporter: several of the needles do not allow fluid to pass through.